Event description:
Paramedics attended to an elderly male diagnosed in cardiac arrest. The pt was assessed to have been asystolic for approx 15 minutes prior to their arrival. The device was used in an attempt to monitor the pt's ECG. After the device had been turned on for a couple of minutes, the lower half of the ECG display screen allegedly went blank. There were no adverse effects to pt care reported as a result of the alleged malfunction.